Manufacturer narrative:
Product event summary: the waist pack was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed. The waist pack was observed to have torn seams on the battery pouch. The most likely root cause of the reported event can be attributed to deterioration and/or due to the handling of the pack. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that one of the battery pouches on the waist pack was tearing and the battery could fall out.  The patient relates the damage to wear and tear.  The waist pack was removed from service and replaced.  No patient complications have been reported as a result of this event.